Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the axium prime bare 3d 2.5mm x 6cm extra coil, there was a non-detachment issue. The coil was packed into the aneurysm but could not be detached and became stuck, rendering it unusable for further attempts. The physician attempted to detach the coil twice using the instant detacher, but the detachment was unsuccessful. It was unknown if the physician tried to detach with another instant detacher. It was unknown if there was a manual attempt at detachment via hypotube. There were no issues with the instant detacher. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis of apb-2.5-6-3d-es, lotno:229582681 as found condition- the axium prime device was returned for analysis within two shipping boxes, within an opened axium prime outer carton, within an opened axium prime inner pouch, within a dispenser coil and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. No damages or irregularities were found with the axium prime pusher. The axium prime implant coil was found still attached to the pusher. The implant coil was found damaged within the introducer sheath. No damages or irregularities were found with the introducer sheath. The coin was found still against the lumen stop. No damages or irregularities were found with the shield coil. Testing/analysis ¿ an in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. The failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher. The instant detacher used in the event was not returned for analysis. Therefore, any contribution of the instant detacher towards the non-detachment and conformance to specification could not be assessed. The implant coil was found damaged; however, the damages did not contribute towards the reported failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.